Manufacturer narrative:
Initial

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive on the upper left side, with the user noting a visible crack that affected access to on-screen controls despite the device powering on and allowing some navigation; a restart via the mobile app did not resolve the issue, and a replacement was arranged. Symptoms included no injury. Outcomes included device interruption requiring replacement and return of the original unit. Investigation included remote troubleshooting and functional checks via guided restart. Investigation of this case revealed a cracked or scratched display with likely underlying damage to the touchscreen layer causing localized loss of touch response and impaired usability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical screen damage leading to component failure.